Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Spouse reported ongoing sensor communication issues with the patient's pod. During a shopping trip, the patient's sensor lost connection to the pod, resulting in a severe hypoglycemic event. The patient fainted, fell, and sustained a head wound injury requiring medical attention. Patient was transported via ambulance to the hospital. Stitches were administered at the hospital, and the pod on the abdomen was confirmed to be in use during the incident, and the pod was worn for an unknown duration of use. Patient was discharged after 5.5 hours. Dexcom has been notified of the event.

Manufacturer narrative:
Cloud data for the period of (B)(6) 2025 through (B)(6) 2025 was downloaded and reviewed. In the case description, the user mentioned having persistent pod-sensor communication issues and low blood glucose levels while using the system. Review of the patient history buffer (phb) data confirmed instances of pod-sensor communication issues on the date of occurrence (B)(6) 2025, as indicated by estimated glucose values of -1 and -2. The phb data showed that the automated algorithm responded appropriately to the missing sensor values, switching the system to automated mode: limited after 20 minutes of missing values and generating missing sensor values alerts after one hour of missing values. While in automated mode: limited, the system correctly began delivering safe basal, the lower of the user programmed basal rate and the adaptive basal rate. One instance of an urgent low glucose value (less than 40 mg/dl) being received by the pod was observed on (B)(6) 2025. The phb data showed that communication between the pod and sensor was not lost for long enough to put the system into automated mode: limited leading up to this low value. The phb data showed that automated basal insulin had been suspended by the algorithm for approximately one hour leading up to the urgent low value due to decreasing estimated glucose values. The system was not put into manual mode at any point on (B)(6) 2025. The phb data showed that the automated algorithm was able to appropriately adjust the automated basal insulin amounts based on the estimated glucose value and user inputs. The phb data showed that the algorithm appropriately reduced and stopped automated basal insulin as estimated glucose values decreased towards and below the user's target glucose. No instances of the automated algorithm delivering automated basal while estimated glucose values were below 60 mg/dl were observed in the data. No evidence of issues with insulin delivery were observed in the available data. The exact cause of the pod-sensor connection issues could not be determined from the available data. In the event of persistent pod-sensor connection issues while in automated mode, the system will be put in automated mode: limited if the connection issues persist for more than 20 minutes consecutively. While in automated mode: limited, if automated basal insulin delivery was suspended prior to entering limited, then the algorithm will continue to suspend automated basal insulin for up to one hour before beginning delivery of safe basal. If automated insulin delivery was occurring prior to the switch to limited mode, then the automated algorithm will immediately begin delivery of safe basal. If the user's manual basal program is lower than the user's adaptive basal rate, as determined by the user's total daily insulin and adaptivity, then the safe basal delivery will be the user's basal program, however if the adaptive basal rate is lower than the safe basal delivery will be the user's adaptive basal rate. Though the system is delivering the user's basal program, the system is still in automated mode. Any switches to manual mode from automated mode requires user interaction with the controller to switch modes. The system will not switch from automated mode to manual mode due to persistent pod-sensor connection issues.